Manufacturer narrative:
The abutment with a crown attached was returned. Upon visual inspection, there is a fractured screw in the abutment. It should be noted that the orientation of the crown is such that there is excessive off axis loading present. This restoration creates a lever arm causing lateral forces. The investigator removed the crown with pliers and drilled out the remaining crown material to access the screw. The screw drive feature appears undamaged and the fractured screw is confirmed. The customer provided a radiograph to confirm the reported event. The remainder of the abutment screw is shown inside the implant. The implant appears to be well integrated with minimal to no visible bone loss. There does not appear to be any indication of abutment damage that would contribute to the reported event. The device history record for the screw and the abutment could not be reviewed as no lot number was provided. A definitive root cause has not been determined.

Event description:
The dentist reported the screw had fractured. A portion of the screw still remains in the implant.